Event description:
Boston scientific crm received information that approximately one month post implant with this right ventricular (rv) lead, a run of non-sustained ventricular tachycardias (nsvt) were observed. Oversensing these episodes occurred, and exit block was the reported source of the nsvt. During a revision procedure, the lead was explanted and will be returned. A new rv lead was successfully implanted. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.